Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 3 months ago due to failure to recharge their system as recommended. Reportedly, the patient was involved in a motorcycle accident in 2016 resulting in a brain injury. Subsequently, the ipg would no longer communicate with external devices and was confirmed inoperable. Surgical intervention was undertaken where the ipg was replaced with a new model which resolved the issue.